Event description:
Information was received from a patient who was receiving dilaudid and baclofen via an implantable pump for unknown indications for use. It was reported that the patient had a MRI on friday and when they went to use their ptm the error code 99.a820 and stop pump exceeded 46 hours was displayed. It was confirmed that the pump was not checked post MRI. When the caller resynced the ptm the service code went away and the patient was able to get bolus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.